Event description:
In 2005, the facility reported two meridian hemodialysis instruments that did not alarm when air went past the air detector during device start-up, prior to patient connection. No further information is available at this time. No patient injury or medical intervention was reported in association with this incident.